Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device migration is a known adverse event listed on the labeling of the intera 3000 pump and instructions for use. However, we are waiting for the pump explant to be complete and return for evaluation. Therefore, once the pump is evaluated, a supplemental report will be submitted.

Event description:
Intera oncology received a report of a patient that was identified during follow-up with the clinical team about the intera 3000 hepatic artery infusion pump having slow flow rates when potentially glycerin was being administered. The review indicated slow flow associated with a catheter kink, present since at least october 2025. The patient had history with the pump flipping, which required manual repositioning and later surgical revision. It is unclear how many episodes of pump flipping may have occurred after the surgical revision. At subsequent follow-up, no flow was observed, and imaging confirmed a kinked catheter. The patient is reported to have progressive disease, and pump explant is scheduled for on (B)(6) 2026.